Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient¿s representative reported that the patient had a revision 6-8 weeks after the pump was implanted due to the pump not working right. When asked when the pump was initially implanted, the patient stated, "before september".

Event description:
Additional information was received from the healthcare provider (hcp). As of (B)(6) 2026, the patient's pump was programmed at a concentration of (B)(6) and a dosage of .065mg/day as it was set to minimum rate, and the myptm was disabled. The patient's other medications included lyrica (B)(6)). At the patient's (B)(6) 2025 pre-implant appointment, a request was made for permanent placement of an intrathecal drug delivery system. The patient had previously undergone a trial intrathecal drug delivery system implantation and reported greater than 80% reduction in pain and functional improvement during the trial period. On (B)(6) 2025. The patient's pump was implanted for chronic pain syndrome and lumbar radiculopathy. The pocket site was selected over the left buttock area and the pump was placed with redundant catheters inside the pocket. On (B)(6) 2025 the patient underwent a pain pump revision. It was reported that the existing pump device was located and was malpositioned and therefore unable to fill. The existing pump was then turned over and secured to the deep fascia. The incision and pocket were irrigated meticulously and the skin was closed and dressed. The patient was discharged once they met discharge criteria. In the patient's (B)(6) 2025 appointment report, it was noted that the patient had a medical marijuana card, and it was recommended they continue their current medications, though it was not adequately controlling the exacerbation of chronic pain. The hcp was hoping that proposed interventional therapy would control the pain so they could avoid increasing medications dose, otherwise they would consider medication dose adjustment. The patient reported pain intensity increases with increase in physical activities despite pain medications and reported their treatment goals were not being met with current medication regimen. The patient was advised against bed rest and was encouraged to maintain normal activities. Increased home exercise and core musculature strengthening was also advised. Following the pump revision, the patient said they were not getting any relief at their current settings. The continuous rate was increased by 100% and the ptm (personal therapy manager) was decreased to .3mg and the patient was given two additional boluses. Via a (B)(6) 2025-dec session report, the patient's dosage was changed from (B)(6) day to (B)(6) day, and their bolus per day was changed from 6 to 8, with a lockout duration of 3 hours, as described by the hcp in the previous appointment record. (B)(6) 2025. The patient had an appointment and stated the pain had not changed significantly since last visit and was manageable with medications. The patient presented for a pain pump device revision because the placement was causing sciatic pain. The patient was informed of procedural risks and wished to proceed with the recommended treatment approach. (B)(6) 2026. The patient had another appointment to be referred to an hcp for pump removal per patient request. The patient reported their treatment goals were not being met with their current intrathecal pain pump. The hcp offered a catheter study to ensure the catheter was intact, but the patient declined stating they "want it removed". The hcp turned the pump completely down to start oral medication of oxycodone ((B)(6) tablet every 8 hours as needed). The patient's pump removal was scheduled for next month. The session report from (B)(6) 2026 indicated that the dosage was changed to minimum rate and the myptm was disabled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the pump was initially implanted on (B)(6) 2025. In regards to the previous report that the pump had to be revised because it wasn't working right, the pump had too much extra room in the pocket or was "installed wrong". The patient didn't get any medications working through it. After several visits complaining of pain, on (B)(6) 2025 the patient had their second surgery "which still 112 days later after 2nd" the patient was still in pain. In regards to when it was first determine that a revision was needed due to the pump not working right, the patient complained the first week and every week after, yet their complaints seemed to fall on "deaf ears". The "code reader box and phone don't work exactly right" and the pump still caused the patient pain. In regards to circumstances that led to the pump not working right, the patient was told that the pump had flipped completely over just from the patient sitting down in a hard chair or hitting it on the chair back, or that the catheter was twisted on installation. In regards to steps taken during the procedure to resolve the issue, the patient did not fe el the issue had been resolved yet. The pump was taken out and untwisted and reinstalled. The patient still went every week that they could to get the medications increased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.